Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that intermittent power was observed. Battery compartment was cracked and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were pump reboots observed in the black box history. The battery compartment was cracked and there was corrosion visible in the compartment. There was no damage found to the returned battery cap and it attached to the pump with no issues. A 24 hour duration test was successfully completed with no power interruptions duplicated during testing with the returned battery cap. The leak test confirmed the battery compartment leak. Internal moisture was observed when the pump cover was removed.